Event description:
During a percutaneous transluminal angioplasty (pta) procedure, the stent could not be placed in accurate position. The target lesion was the external iliac artery. The lesion was reported to be heavily calcified, tortuous, and a 90% stenosis. The report stated that the physician wanted to deploy the smart control stent to the target lesion, but the stent jumped ahead when released. Thus the intended target lesion was not covered with the stent. The physician tried once again with another smart control, but this stent also jumped ahead. The physician then deployed a bard luminex stent to complete the procedure.